Event description:
A rotablator was used to treat an unspecified lesion. A monorail cutting balloon was then used and was reported to have burst at 6 atm causing a spiral dissection of the vessel. Several stents were used to repair the vessel. The patient tolerated the procedure well.